Manufacturer narrative:
B3, corrected data: initial report inadvertently used the incorrect event date. B6, corrected data: initial report inadvertently omitted some internal generator date.

Event description:
Additional information was received that the patient could not feel any stimulation modes and began experiencing an increase in auras. Medication was increased due to or to preclude serious injury.

Event description:
Product analysis was completed on the suspect device. An interrogation, a system diagnostic test, and a wandcomm ¿vbat¿ diag was performed. However, during the set up for 24-hour monitoring, the generator did not respond to magnet swipes. The reed switch allegation was tested on the bench with wandcomm magnet diagnostic commands and pulse output observations with an oscilloscope, which showed no changes in magnet swipes, holds, or presence after multiple attempts. A comprehensive, automated electrical evaluation was performed and passed testing. 24-hour monitoring was attempted again and failed during setup with no magnet response. The generator was opened, and the battery voltage was measured (3.03v). Before removing the pcba from the can, a wandcomm magnet diagnostic was performed, and a magnet response with swipes, presence, and holds were observed. A comprehensive automated pcba electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications. Product analysis worksheet was reviewed, and no other anomalies were seen. Data dump was reviewed and no anomalies were seen during implant. Magnet counts reviewed suggest that the reed switch was working at some point during implant but could not be confirmed that the reed switch did not malfunction during implant. The reed switch did demonstrate inconsistent behavior while in product analysis as it sometimes failed to close and sometimes operated as expected, but the reed switch did not stay closed. Aside from inconsistent behavior, no other functional anomalies were seen.

Event description:
The suspect device was received by the manufacturer and is pending product analysis completion.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that error code 254 reporting that current was unable to be delivered was seen upon interrogation. Impedance was confirmed to be ok but subsequent interrogations showed the same error message. The patient later underwent a generator replacement. Internal generator data was received and reviewed. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.